Event description:
It was reported that the pump alarmed no disposable then it alarmed 'error 1870'. Troubleshooting was performed but the alarm returned. Medication used was 5fu. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.